Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with the customer's sensor. The spouse states the cannula was bent and there was blood at site. The customer had hypoglycemia and believes the sensors were not alerting. The customer's blood glucose level at the time was 160mg/dl. Troubleshot was conducted. The customer was advised the sensors would be replaced and returned for analysis.